Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. The customer stated that they were on fasting from morning for blood test and were on lot of medication which might caused high blood glucose. The customer alleged that insulin pump was under delivering because they had high blood glucose since morning. The high readings were treated with insulin pump. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode feature at the time of the incident. The customer did the troubleshoot for the high blood glucose incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).